Event description:
While setting up refill for hizentra, pt requested to speak with pharmacist regarding beeping from her pump. Pharmacist gave okay to send pt a new pump indicating old pump may not be working properly. New device and return box to be shipped to pt. No adverse event reported. Unk if pt missed any doses. Reported to (B)(6) by pt/caregiver.